Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital due to receiving shocks the night before. The sales representative was called to the hospital to determine if the shocks were appropriate. The sales representative determined that the device had delivered appropriate shocks for a ventricular response to flutter, and for ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered, and the patient received shocks, which terminated the arrhythmia. The physician decided to make programming changes, and it appeared this ICD reached elective replacement indicator (eri). However, when the sales representative printed the measured data, it showed that the battery status was middle of life 2 (mol2). Since the ICD had showed it reached eri, the sales representative recommended replacement. Premature battery depletion was suspected. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
This ICD is expected to be explanted and replaced, but it is not known when. If the device is replaced, an attempt will be made to return this ICD to boston scientific for analysis. This investigation will be updated should further information become available, or when analysis is complete.